Event description:
Single account reported to dade behring that they osberved a clinical s.aureus isolate oxacillin mic discrepancy. The account obtained oxacillin-susceptible results on the dried pos mic panel type 20a panel and oxacilliln-resistanct results on a secondary method (cefoxitin dosk screen) also performed for the clinical isolate. There was no report of adverse health consequences to the patient as a result of the false susceptible results being obtained.

Manufacturer narrative:
Contacted customer to obtain clinical isolate for evaluation. Routine monitoring of complain history, and perfomance trends to ensure performance is within claims. Clinical isolate has not been received from the customer. Inhouse testing of the isolate is anticipated, but not yet performed. Overall oxacillin performance of dried pos panels is acceptable.